Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (a3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that angulation could not be controlled due to breakage of an a-wire. However, the subject device was not returned and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.this report has been submitted by the importer under this MDR report number 2429304-2023-00415.

Event description:
A user facility reported while using a evis exera iii colonovideoscope pcf-h190dl during a therapeutic colonoscopy one of the internal component (that controls the knobs that go up and down and left and right) wires broke and curled up inside the sigmoid colon while the scope was at 180 degrees. The scope could not be straightened in order to be safely removed from the patient. The procedure was converted to an exploratory laparoscopic procedure and delayed by forty-five minutes. The patient was reported to be doing well, and responsive in recovery.